Event description:
The customer used the device to check their glucose and obtained a result of 151 mg/dl. They felt lethargic and called the paramedics. Emergency medical technicians came and checked pt's glucose and the result was 21 mg/dl. They treated pt with glucose IV and took pt to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for eval.